Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient presented with high lead impedance so they underwent a full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The explanted generator and lead were received and underwent product analysis. Product analysis was completed and approved for the generator. An interrogation, system diagnostic tests, a vbat calculation, and a comprehensive automated electrical evaluation (shows a neos (near end of service) =yes condition) were performed. Other than the noted events (eos (end of service) and neos ¿vboost¿ compliance voltage), there were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was completed and approved for the lead. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead fracture allegations were not confirmed in the pa lab. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.